Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found. It was noted there was blood in/on the helix/lobe mechanism.

Event description:
It was reported that during implant attempt, the lead was attempted for placement multiple times. When the lead was advanced into the right ventricle past the tricuspid valve, it would retreat to the right atrium or inferior vena cava. The lead was not implanted and a new lead was implanted successfully. No patient complications were reported as a result of this event.